Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via sems-06647681 that an ar-13999mf fastpass scorpion jaw won¿t close. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing was performed and found that the device works as intended. The needle was able to fire through, and the window grabbed the suture. Visual inspection noted no problems with the device.